Event description:
Article: pablo parra-membrives, phd, dario martinez-baena, md, jose manuel lorente-herce, md. Flu-like symptoms following radiofrequency liver transection: a new variety of the post-radiofrequency syndrome journal of investigative surgery (2013) 1-7 doi: 10.3109/08941939.2013.826309 retrospective review of 95 consecutive patients who underwent liver resections between may 2000 and september 2012, 80.9% carried out with unknown aqm bipolar sealer. Medical records searched for occurrence of flu-like symptoms, without evidence of sepsis or infection, in the first two post-op weeks. Purpose was to determine whether post-radiofrequency syndrome is also present after liver surgery employing the aqm device and if radiofrequency symptoms may be confused with infectious complications 8 patients readmitted to hospital due to symptoms patients recovered without treatment or with the intake of non-steroidal anti-inflammatory drugs within 1 week. 1 patient developed secondary infection with gram-positive bacteria after percutaneous drainages that prolonged patient hospital stay. Event date: 9/1/2013 as this date represents the most recent surgery date associated with the article facility not specified as the article involves two hospitals where procedures were performed: university of seville (sevilla, spain) and valme university hospital (sevilla, spain) without specific patient identifying information all patients re-admitted to hospital for flu symptoms will be included in this MDR report.

Manufacturer narrative:
Eval, method: generator still in use and facility not returning for investigation. Results: generator still in use and facility not returning for investigation. Conclusion: generator still in use and facility not returning for investigation. Product event: (B)(4).